Event description:
It was reported that the 9800 system would not swap images from the left monitor to the right monitor, and the images were blurry. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable and the power switch and cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.